Event description:
It was reported that during an initial arthroscopic suture procedure, none of the anchors could be ejected from the instrument. Another device was used to complete the procedure and no delay occurred. No patient consequences were reported as a result of the event. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110024773; lot# 67073255. Item# 110024773; lot# 66590387. G2: foreign - event occurred in poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the device has been cycled 1 time and the sutures and both anchors remain in the tip of the needle. There are no signs of flashing and the black push button is visually conforming to the print. Also verified that the handle is translucent green as called out on the print. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.